Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 410 mg/dl after changing the reservoir on their insulin pump. The customer felt symptoms of nausea and dizziness. The customer stated that they may be expressing a possible onset of diabetic ketoacidosis. The customer was treated for the high blood glucose with a shot of insulin. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.